Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Initially it was 100mg/dl and went over 600mg/dl at the time of cal. Customer also had insulin flow blocked alarm which was resolved. Customer was advised to revert to back up plan and follow healthcare professional¿s instructions. Insulin pump will not be returned for analysis.